Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a displacement test and the test failed. The customer's blood glucose reading at time of call was 250 mg/dl. No further information was provided.